Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  experienced a charge circuit timeout. In addition, the right ventricular (rv) lead exhibited low impedance, oversensing, noise, and undersensed r-waves. The ICD and rv lead were inactivated and are not going to be replaced at the patient's request. No patient complications have been reported as a result of this event.